Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records were not provided. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised to address polyethylene wear and loosening of the metaglene.